Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog the product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose was impacted and was addressed with an insulin pen. The customer changed the cartridge and tubing, but did not change the site. Tandem technical support performed a system check on the current pump supplies and found that the tubing should be changed. Also, as the site had been used for 4 days, it should be changed. Reportedly, the customer was using apidra insulin.